Manufacturer narrative:
(B)(4). Evaluation method: (other): lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, an specific root cause of the event could not be determined. (B)(4). .

Event description:
The reporter indicated the surgeon opened the vial of a 13.2mm micl 13.2 implantable collamer lens and noted the lens was chipped/torn. The lens was not used or loaded and there was no pt contact. The backup lens was implanted. The reporter stated the surgeon felt the lens was defective.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens stuck in an sfc-45 fp cartridge. There was no visible damage to the cartridge. There was evidence of dark surgical residue in the cartridge.